Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having a low blood glucose of 44 mg/dl. The customer stated she had treated her blood glucose with juice. She also declined to troubleshoot for the insulin pump. The customer also inquired how to change her fill cannula to .5 units. Customer's blood glucose rose to 67 mg/dl at the end of the call. No additional information provided.